Event description:
Customer reported that he was having problems with his sensor, it was breaking off inside the serter. Customer stated that the sensor part was stuck in the serter and it broke. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used enlite-serter. Performed insertion test. Enlite-serter passed per specification. Enlite-serter connected and released properly.